Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse replaced the hgb cuvette with customer stock due to low hgb blank voltage. After replacement of the cuvette, the blank voltage was increased. The white blood cell (wbc) bath and hgb cuvette were replaced due to build up inside the bath and hgb cuvette. The fse could not confirm an rbc issue. (B)(4).

Event description:
The customer reported that red blood cell (rbc) and hemoglobin (hgb) were trending down on qc (quality control) and iqap (interlaboratory quality assurance program) on a coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.